Event description:
Procedure: left upper lobectomy. According to the reporter: the surgeon fired the 5th firing of the stapler, but the jaws wouldn't open, and it locked on the tissue. The surgeon removed the device by force with damage and "oozing" occurred. This was fixed by manual suturing and the procedure was completed. There was no other tissue damage. The procedure was delayed about 30 min.